Manufacturer narrative:
The lot number was provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is known. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The consumer admitted to not adhering to the prescribed wear schedule provided in the IFU for these contact lenses. Per IFU, "the lenses may be prescribed for daily wear or extended wear for up to six of continuous wear with removal for disposal, or cleaning and disinfection (chemical, not heat) prior to reinsertion, as recommended by the eye care professional. Wearing schedule these lenses are approved for daily wear and up to 6 nights extended wear with recommended replacement schedule of monthly. " the manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. After not being able to load a cartridge on (B)(6) 2016, and as the customer did not have a backup therapy available, the customer was admitted to the emergency room (ER). On (B)(6) 2016, the customer was admitted to the ER with a blood glucose (bg) level of 297 mg/dl, and treated with intravenous (IV) fluids. A couple of hours later, the customer left the ER with a bg level of 223 mg/dl, with no injuries and the customer feeling "good". On (B)(6) 2016, the customer was admitted to the ER with a bg level of 546 mg/dl with ketones. The customer was treated with IV fluids, blood gas and potassium, and released from the ER a few hours later with a bg level of 168 mg/dl. The customer reverted to manual injections; however, when attempting to load a cartridge on (B)(6) 2016, the customer received a cartridge alarm 19. The customer's blood glucose level was not impacted. It was confirmed that the customer would use manual insulin injections as alternate insulin therapy.